Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements on the right ventricular channel. Further evaluation and troubleshooting options were discussed as well as a potential system revision. This system remains in service. No adverse patient effects were reported.' Additional information was received detailing that x-rays were performed. Which showed dislodgement of the lead with the helix retracted. The lead was attempted to be reimplanted; however, x-rays showed the helix extended. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: device codes. H6: impact codes.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel. Further evaluation and troubleshooting options were discussed as well as a potential system revision. This system remains in service. No adverse patient effects were reported.